Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak between the locking titanium adapter and the minicap transfer set. This event occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A microscopic visual inspection was performed with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed. Leak and integrity of seal surface tests were performed. Upon conclusion of the investigation, the product met all specifications. The reported problem of leak following disconnection of the transfer set from the titanium adapter could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.